Event description:
It was later reported that the health care provider would be following up with the patient in 2 weeks. If impedances stay the same, she's is going to get x-rays to see if there is any damage.

Event description:
It was reported that manufacturer representative was in a case where the lead was functional using a j hook. When the neurostimulator (ins) was plugged in the 0 electrode had impedance issues and the health care provider (hcp) had requested a different ins as he felt there was something up with the set screw. It was reported that hcp had already removed the lead, cleaned it off and reinserted -at least one time. It was reviewed that the proximal end of that lead could get damaged with too much manipulation. The manufacturer representative was on his way to get a second ins. It later reported the ins was changed and reconnected but still getting elevated. The reporter ran check at 1.5v and 300 and then at 2.0 and 360 and getting elevated values,at 1.5v getting between 2200- 2900 and a few questions and at 2v getting in the 3000s. It was reported when he ran 0, 1 and cycled, got motor and sensory at 2v. He ran all case combinations and got motor/sensory between 0.4v and 1.2v. The hcp was concerned the wire was nicked. It was later reported a day later that the temperature was within range but had a couple of impedances, getting??? On 3 of 4 case combinations with some of the bipolar being 2200-2800 ohms. It was added that manufacturer representative waited about 30 minutes and programmed and the patient felt appropriately. The impedance checked and found c1 and c2 were??? But c0 and c3 got normal along with most of bipolar got normal around 1100s. The patient was feeling stimulation appropriately. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: neu_set_screw, lot# unknown, product type: accessory. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3889-28, lot# va0qhuk, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: neu_wrench_acc, serial# unknown, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final analysis of the (neurostimulator) ((B)(4)) revealed the neurostimulator/setscrew was backed out too far.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.